Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor.

Event description:
The customer called to report repeated motor error alarms. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.